Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a blood glucose reading of 59 with a nocturnal hypoglycemic episode lasting about 30 minutes, after which the user ingested approximately 56 grams of carbohydrate, resulting in a transient rebound hyperglycemia peaking around 250 before returning to range near 131; the event involved an ilet alert for low glucose and was managed through troubleshooting and education focused on appropriate 15-gram carbohydrate treatment and rechecks. Symptoms included feeling off during the low. Outcomes included stabilization of blood glucose without the need for medical intervention or hospitalization. Investigation included a review of device alerts and user-reported performance, along with user education on hypoglycemia treatment and follow-up verification of glucose stabilization. Investigation of this case revealed no device malfunction or component failure and suggested that overtreatment of hypoglycemia with excessive carbohydrates contributed to the transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.